Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The steerable guide catheter was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the steerable guide catheter (sgc) cable break. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. The sgc was loaded on the guide wire, and the +/- knob was turned in the minus direction to straighten the sgc; however, the cable broke. The sgc no longer responded to the use of the +/- knob and was removed from the guide wire, and replaced. One clip was implanted, reducing the mr to <1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). All available information was investigated the reported cable break and resultant tip deflection issue (mechanical issue of steerable guide catheter (sgc) unable to curve guide) were confirmed via returned device analysis. There were no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents reported from this lot. The investigation was unable to determine a conclusive cause for the sgc cable break resulting in the inability to curve guide. There is no indication of a product quality issue with respect to manufacture, design, or labeling.